Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a leaked from an unspecified location was observed during use of a homechoice automated pd set with cassette. This occurred during set up of peritoneal dialysis therapy. The leak was further described as ¿dialysis fluid was leaking under the cassette door¿. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye noted a cracked cassette. Functional testing including leak testing, clear passage testing and clamp function testing were performed and a leakage was observed at the cracked location of the sample. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.